Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string was found on the other side of the tampon. Consumer had to manually remove the tampon. Multiple attempts made to further obtain information regarding usage of the product, however no further information has been received.